Event description:
It was reported that the patient had a driveline infection that was indurated and hot to touch. The culture came back positive for group a streptococcus, and the patient was started on intravenous antibiotics. Computed tomography (CT) was performed. There was no intra-abdominal fluid collection on the CT scan. The repeated wound cultures were negative, and the patient was discharged on oral antibiotics.

Manufacturer narrative:
Related manufacturer report number: 2916596-2023-03772. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.